Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped. Subsequently, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer was unable to clear the alarms and reverted to manual injections for insulin therapy.